Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. No further details were provided. Info learned from implant pt registry and operative report.

Manufacturer narrative:
Device not returned.